Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to confirm the transmitter ID, and that there were no applications running other than the g5 application. Then patient was advised to close the g5 application, reset bluetooth, then reset the smart device, insert a new sensor and re-pair the devices, which was unsuccessful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.